Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 in the main failed to detect on bus. The field service engineer replaced the module controller, retractor band cable and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the device was not detected on bus. The customer stated that this malfunction occurred while user trying to issue medication to the patient and the user was unable to remove/issue medication. There were no adverse events or injuries reported based on this incident.